Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex stent introducer (manufacturer report #3005099803-2013-08718) and and advanix biliary double pigtail stent were used during a pancreatic necrosectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure while advancing the device through the fiberscope, the pusher entered inside the prosthesis and deformed its proximal part making it difficult to advance through the scope. The stent was able to be advanced to the target site but was difficult to release. However, the procedure was completed with this introducer and stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A picture of the device was received and upon review of the picture by the complaint investigation site (cis), the stent was noted to be torn, therefore, this has been deemed an MDR reportable event.